Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was found that the ias config file was corrupt. The config file was replaced with the backup from the pm. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information that, while outside of a procedure, it was reported the image acquisition system (ias) was not booting. There was no patient present when this issue was identified.